Event description:
Mother of patients complaint: o-ring is leaking (o ring is faulty and still gathering air and 100% useless after 4 hours). Patient wasted several boxes and a lot of insulin, cannulas, and cartridges (approximately 7). Patient was disconnected from pump and forced to give injections. Mother called animas corp who advised her it is her fault and (B)(6) problem to resolve. Therapy dates: from (B)(6) 2009 to present. Diagnosis for use: diabetes.